Event description:
It was reported that the alaris¿ gp series primary infusion set experienced component separation. The following information was provided by the initial reporter: now the line has come loose from the chamber.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples were received for investigation of complaint in which the customer has reported experiencing a separation underneath the drip chamber of a bd product. The customer provided a photograph analysis of which indicates that the model reference to be a 60693e, and confirms that the drip chamber spigot had snapped at its base. The broken part of the spigot is clearly visible inside the separated tubing. Further details relating to the sequence of events prior to the issue occurring, as well as confirmation of the model and lot numbers of the affected product were not available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for review. This type of damage to the drip chamber spigot can occur when a lateral force is applied to the component; however, the root cause of the external force could not be determined during previous investigations into reports of this nature. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that reports of this nature are rare; however, bd are currently evaluating potential improvements which could strengthen the design of the drip chamber component.

Event description:
It was reported that the alaris¿ gp series primary infusion set experienced component separation. The following information was provided by the initial reporter: now the line has come loose from the chamber.